Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor. The insulin pump passed basic occlusion test and displacement test. Unit received with minor scratched display window, cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of low and high blood glucose readings from the insulin pump. The customer's blood glucose reading was 55 mg/dl. The customer stated that she experienced low blood glucose readings for 7 hours. The customer stated that she was eating and testing every 15 to 20 minutes. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer also stated that there were high blood glucose readings. The customer' blood glucose reading was 220+ mg/dl. The customer was advised that air leaks in the tubing or air bubbles can limit the amount of insulin received during a bolus. The customer was advised that related issues such as bent cannulas tend to be contributing factors to unexplained high blood glucose readings. The customer declined to do the hp test.